Manufacturer narrative:
The device worked to specifications as verified by the product acceptance fault (paf) record before the event, and the servicing records post the event are relevant only to maintenance and minor adjustments , no safety issues were reported. There were no other reported adverse events for this unit, the possible root cause of the incident was user error, a result from incorrectly targeting the treatment site. An evaluation of the labeling / device usability was done, and it was deemed adequate.

Event description:
There was an incident reported on the ellex ultra q reflex machine (ur0447) used in the (B)(6) eye clinic. The complainant was the lawyer and the reported adverse event occurred in (B)(6) 2017 , reported to ellex medical (manufacturer) via ellex (B)(6) office on (B)(6) 2021. The patient claims to have developed cataracts, the day after treatment, due to the effect on the crystalline lens.